Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (unable to complete incoming functional testing) has been confirmed.  Upon investigation the monitor was resetting. The cause for the resets was isolated to a defective computer/analog board. The root cause for the defective computer/analog board could not be positively identified.  No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor is unable to complete incoming functional testing.